Manufacturer narrative:
Specific information with regard to the patient's age and weight was not provided by the doctor. The patient had experienced the debonding of a core build-up and the doctor had to rebuild the core. A new crown will be made for the patient. The doctor declined to provide any further information with regard to this incident; therefore, no further information was able to be obtained. An update will be provided if any new information becomes available. The product was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that the build-it fr core build-ups for two (2) patients had debonded upon removal of the temporary restoration. This is the first of two (2) reports.